Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant products: product ID 37791, product type recharger; product ID 37092, lot # 288330001, implanted: (B)(6) 2011, product type accessory; product ID 37743, serial # (B)(4), product type programmer, patient; product ID 37752, serial # (B)(4), product type recharger; product ID 3550-39, lot # n299690, implanted: (B)(6) 2011, product type accessory; product ID 355531, lot # n294671, implanted: (B)(6) 2011, product type screening; device product ID 3777-45, serial # (B)(4), implanted: (B)(6) 2011, product type lead; product ID 3777-45, serial # (B)(4), implanted: (B)(6) 2011, product type lead. (B)(4).

Event description:
It was reported the patient experienced a shocking or jolting sensation. It was noted the patient was shocked down their back while charging the stimulator. It was reported the patient jumped up and shut the stimulator off. It was noted the patient had experienced ¿tinges¿ before that felt like a pin-prick during charging. It was reported the patient had experienced a little shocking on and off for a year. It was noted the stimulator got hot during recharge. It was reported the stimulator felt hot on and off for six months. It was noted the recharge antenna did not feel hot and the recharger did not show any error codes. It was reported the patient fell five months prior to call. It was noted the patient experienced disk decompression and pain after the fall. It was reported the patient had osteoporosis. It was noted the patient underwent a whole body scan for the decompressed disk and back surgery to fix the disk.